Manufacturer narrative:
The device was returned to zoll medical; testing of the device was not able to duplicate the problem. Review of the device logs confirmed the reported complaint. However, root cause could not be firmly established since the batteries used by the customer were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.